Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed interference/noise. 1219 of 1247 lifetime ventricular-short interval counts (v-sics) occurred since 2013 (B)(6).

Event description:
It was reported that the right ventricular lead had elevated short interval counts (sic), however impedance, sensing, threshold, etc. Were normal. Causes for sic were discussed and the nurse plans to discuss further trouble-shooting options with the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.